Manufacturer narrative:
4846 - bacteremia no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed multiple post operative complications and remained in the intensive care unit (ICU) after left ventricular assist device (lvad) implant. They suffered mesenteric ischemia, bacteremia, acute kidney injury (aki) chronic on kidney disease (ckd) on dialysis, vasoplegia; right ventricular (rv) dysfunction. Support was withdrawn on (B)(6) 2023, and the patient passed away. The death was considered to be device related due to the post post operative complications.

Manufacturer narrative:
H6: clinical code- bacteremia (4846). Manufacturer's investigation conclusion: a specific cause for the patient¿s reported infection could not be conclusively determined through this evaluation. A direct relationship between the device and the reported renal dysfunction, right heart failure, patient conditions, and patient outcome could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists infection (driveline, localized, and pump pocket or pseudo pocket), renal dysfunction, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.